Event description:
It was reported that an altitude alarm occurred with no specific blood glucose value provided. However, there was no adverse impact to the customer¿s blood glucose level. The affected pump was operational, showed no alarms during the check, and was able to deliver a bolus, but the distributor arranged for its return to evaluate it further. A replacement pump has been issued.